Event description:
It was reported when using the bd vacutainer® flashback blood collection needle found that there was a foreign body on the IV cannula. The following information was provided by the initial reporter. The customer stated: ¿when the blood sampling nurse of the hematology department opened the package for examination, she found that there was a foreign body on the IV cannula. Patients and users were not affected¿

Manufacturer narrative:
Investigation summary: "material #: 301746. Lot/batch #: 1204117. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle found that there was a foreign body on the IV cannula. The following information was provided by the initial reporter. The customer stated: ¿when the blood sampling nurse of the hematology department opened the package for examination, she found that there was a foreign body on the IV cannula. Patients and users were not affected¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.